Event description:
Procedure: lap right colon resection. According to the reporter: the tip of the instrument that was holding the needle bent and the needle broke off. All components of the device were retrieved from the patient cavity. There was no tissue loss and no tissue damage. There was no extension of the incision and no blood loss greater than 500cc. There was no delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).